Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum iq pump, the device had an issue of no audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the rear case speaker was found to be dislodged which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of no audio. No additional information is available.